Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that it takes a while to recover the blood glucose after a no delivery alarm occurs. The customer stated that he will change the set and then take a large dose to recover. The customer reported the blood glucose was over 600 mg/dl. The customer treated with manual injection.

Event description:
During outreach response, customer reports to have received no delivery alarms. Customer was not able to troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.